Event description:
It was reported that the pump will not recognize the syringe size. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Upon visual inspection of the device a crack was found on the top of the case by the tub holders. Testing of the device was unable to duplicate the invalid syringe size error. Preventative actions were taken in the form of replacing the size pot, right plunger case, top case, bottom case, barrel clamp head, position pot, leadscrew, and clutches. The reported issue could not be confirmed since problem could not be replicated by testers. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).